Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable estradiol gen2 results for one patient on their e411 analyzer. The patient's samples were tested in sample cups. The customer stated the patient's samples were initially tested on one reagent pack, and then repeated on another reagent pack. The customer stated the quality control results of the first reagent pack were too low on both levels on (B)(6) 2014. The customer provided data for three samples from the patient; two of the samples had discrepant results. The initial results from the first patient sample were 23 pg/ml and 30 pg/ml. On (B)(6) 2014, the first sample was repeated on the new reagent pack and the result was 54.9 pg/ml. Information on whether any of these results were reported outside the laboratory was requested but not provided. On (B)(6) 2014, the initial results from the second patient sample were 76.91 pg/ml and 84 pg/ml. 76.91 pg/ml was reported outside the laboratory. The doctor complained about the result. On (B)(6) 2014, the second sample was repeated on the new reagent pack and the result was 109.8 pg/ml. The customer also provided a result of 135.2 pg/ml for the second sample. Additional information on this result was requested but not provided. The patient did not receive any medical treatment from the discrepant results. There were no adverse events. The estradiol reagent lot number was 175761. The expiration date was requested but not provided. The field service representative went on site. He checked for reagent foam. He checked the mixer, the voltage monitor, s/r probe, and sipper probe prime which were ok. The issue has not re-appeared.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Based upon the information provided, the most likely cause of the issue was insufficient calibration. The calibration results were too low and the customer was not following the recommended calibration frequency. In addition, quality control performance was not within specifications.